Event description:
A report was received from the european union involving an integra product-ifix (radionics interfix pt fixation kit) which includes the ifixct and the ifixtta. It was reported that the facility had scanned the CT adapter (ifixct) and the tomo therapy adapter (ifixtta). Both items should have identical construction where the treatment is scanning will pass through but, the facility felt there were some differences. The differences could potentially affect the dose being delivered by the tomotherapy. The problem was discovered upon scanning. The difference in density between the two boards was identified while planning their first pt, therefore, a dose incident was avoided and there was no pt injury involved. An investigation has been initiated. The difference in construction of the devices has been confirmed based on the scans provided by the facility. The effect of the difference is being investigated. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.